Event description:
Healthcare professional reported ¿implant stuck to packaging would not come out or apart¿. This record is for an unknown side. Device was not implanted.

Manufacturer narrative:
Clarification b.2: event is a product malfunction, device was not implanted. Clarification d.6a: device was not implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "implant stuck to packaging would not come out or apart".

Event description:
Healthcare professional reported ¿implant stuck to packaging would not come out or apart¿. This record is for an unknown side. Device was not implanted.

Event description:
Healthcare professional reported, ¿implant stuck to packaging. Would not come out or apart¿. This record is for an unknown side. Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: tyvek or thermoform sticking : observed delamination of the lid. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported ¿implant stuck to packaging would not come out or apart¿. This record is for an unknown side. Device was not implanted.